Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6 investigation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, a crack along the barrel can be observed. A device history review was performed for the reported lot 2010069, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The cracks on the barrels may have occurred as a result of the product jamming within the manufacturing equipment. Given the device history records did not reveal any issues related to this, we cannot verify this to be true for this incident. Based on the available information we are not able to determine a definitive root cause at this time.

Event description:
It was reported that syringe 50ml ll was damaged. The following information was provided by the initial reporter: the customer (pharmacy of the (B)(6) hospital) has received a complaint about a crack in a bd syringe 50 ml. This syringe was prepared in the pharmacy on 15-03, delivered to the ICU on 16-03 and on 19-03 they received a report about a crack in the syringe. It seems that the crack was created after preparation and delivery.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll was damaged. The following information was provided by the initial reporter: the customer (pharmacy of the (B)(6) hospital) has received a complaint about a crack in a bd syringe 50 ml. This syringe was prepared in the pharmacy on 15-03, delivered to the ICU on 16-03 and on 19-03 they received a report about a crack in the syringe. It seems that the crack was created after preparation and delivery.